Event description:
The pt reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen by a company representative for device evaluation. During evaluation, system lock was obtained; however, the pt's device was not able to be stimulated. Surgery to explant the pt's device has been scheduled.